Event description:
The consumer reported that the patient was to have an x-ray since they had a fall and one of their ribs was straight behind their heart, and they were getting spasms. It was noted that the x-ray wasn't due to a problem with the device or therapy, and the symptoms weren't related to the device or therapy; however, the patient hadn't seen the doctor yet. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they experienced the fall on 2016-dec-13. It was stated the circumstances that led to the fall were that they were walking down the hill behind their house, and they just slipped and landed on their back. The steps taken to resolve the rib behind the heart and spasms were x-rays were used to determine the extent of the injury and pain pills for the spasms.